Event description:
It was reported that intermittent undersensing was observed on a stored egm during follow up. Upon review of the stored egms it was revealed that there was a delay in delivering therapy during an episode of vf and that the first shock was inadequate to convert the arrhythmia. Programming changes to address the inadequate shocks were made.